Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. High resistance/impedance was noted. There were two patient alerts for out of tolerance subthreshold lead impedance on (B)(4)-2012. The daily high voltage lead impedance trend data show various spike increases for defibrillator active can on impedance and superior vena cava defibrillator equal to 53 to 163 ohms peak between (B)(4)-2012.

Event description:
It was reported that the patient went in the hospital for follow up. The high voltage 'b' (hvb) and superior vena cava (svc) lead impedances were instable. The svc coil was disconnected. The hvb and pace/sense portions of the lead remain in use. No patient complications have been reported as a result of this event.